Event description:
Patient in cardiovascular lab for placement of stent. Stent placed in left sfa and device delivery system removed. Noted stent started to unravel. Physician followed up with images and ballooning to secure stent. No loss of distal flow to leg.